Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd needle experienced damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Patient stated when drawing medication from vial into the needle, the needle exploded, . I requested pt for the lot #, pt stated she throw the kit out already and is unable to retrieve it. Can you please follow up with the patient for clarity on "needle exploded" and "vial shattered". From patient conversations when drawing up the medication from the vial into the injection needle the needle. Cracked/ exploded when drawing the medication. Did the patient notice any defects with the syringe? No defects were noticed. Did the syringe fall on a hard surface (table or floor) before being used? No was located in the kit/not dropped prior to the injection process.